Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the reamer handle snapped cleanly in two pieces during the procedure. No metal fell into the patient. Another set was opened to complete the case.

Manufacturer narrative:
An event regarding crack/fracture involving an acetabular reamer handle was reported. The event was confirmed. Device evaluation and results: the power tool coupling was broken in two (2) pieces at the power tool coupling. There was significant signs of wear and material deformation on the power tool coupling. This breakage may have been caused by an overload of force applied in the power tool coupling region over time, as well as wear due to repeated use. The rest of the complaint sample showed significant signs of wear in the form of scratches, nicks and gouges throughout. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation confirmed the reported event based on the supplier's analysis which concluded that the fracture may have been caused by an overload of force applied in the power tool coupling region over time, as well as repeated use. Product surveillance will continue to monitor for trends.

Event description:
The customer reported that the reamer handle snapped cleanly in two pieces during the procedure. No metal fell into the patient. Another set was opened to complete the case.